Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was 331 mg/dl. The customer had also received a max delivery alarm, a compromised force system alarm and a software error alarm. Troubleshooting was done. The customer acknowledged that he had also received a motor position encoder error alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. Pump passed the self test. No software error alarm during testing. Unable to verify test failure alarm and max delivery alarm due to motor error alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, scratched case and minor scratched lcd window.